Manufacturer narrative:
The lens was not returned for evaluation. Therefore, a product evaluation could not be conducted. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted approximately 5 and a half months post-implant due to suspected tilt/z-syndrome. Allegedly, the patient had difficulty seeing and eye pain. A different lens model was implanted and the issues have resolved.